Manufacturer narrative:
Patient medications include but are not limited to: aspirin, beta blockers, ace inhibitors, tgu313115. The information provided in this report was collected by the (B)(6) for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent endovascular treatment for acute aortic dissection extending from zone 3 to zone 15. The primary entry tear was located in zone 5. Two conformable gore® tag® thoracic endoprostheses (tgu313110, tgu313115) were advanced and implanted successfully to cover the primary entry tear. However, the device(s) was reported to not be successfully delivered to the treatment site, and also reported to be unsuccessful/inaccurate deployment of the device(s). Misdeployment of the device(s) was reported and device was reported to land both proximal and distal to the intended location or other intended site. Both devices reportedly deployed in zone 2, extending into zone 5. Additionally, the celiac artery was intentionally covered. The patient underwent follow up visits on unknown post operative day(s) pod: 14, 46, 340, 723. On an unknown follow up date, approximately pod 46; the aorta within the treated area measured 24 mm. On an unknown follow up date, approximately pod 340; the aorta within the treated area measured 22 mm. On an unknown follow up date, approximately pod 723; the aorta within the treated area measured 25 mm. The false lumen within the treated area and distal to treated area within the dissection noted to be patent on pod 46 and 723 (source unknown). There was no perfusion of the primary entry tear noted. Additionally, there were no endoleaks, aortic enlargement or additional procedures noted for the patient at any follow up visit.

Manufacturer narrative:
Corrected/additional information.